Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: - what was the procedure date? (B)(6) 2021 - was there any adverse consequence associated with the patient? No adverse effect reported investigation summary: a picture was received for evaluation. As per visual inspection, the picture shows an apparently empty straight-pack folder of product code mnw9456, the reported condition could not be observed in the picture. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch.no conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, the suture snapped during tightening and twisting. No adverse patient consequences were reported. Additional information was requested.